Event description:
Bilateral breast augmentation with mcghan saline implants with port anterior. Now pt has ptosis and isn't as large as they would like to be. No problems with implants themselves. Pt underwent removal of bilateral saline implants without problems. Implants were intact. Pt underwent bilateral breast augmentation with saline implant.